Event description:
It was reported that a smiths medical cadd solis pump had a downstream occlusion. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. According to the investigation, during inspection and testing, the device failed psi testing. Further investigation found that the pump downstream occlusion sensor was defective and was the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.